Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an abrupt change in the pacing and shock impedance measurements. There were high out of range shock and pacing impedance measurements on the right ventricular (rv) lead. This rv lead was a non boston scientific lead. Technical services (ts) suspected possible contact spring anomaly. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an abrupt change in the pacing and shock impedance measurements. There were high out of range shock and pacing impedance measurements on the right ventricular (rv) lead. This rv lead was a non boston scientific lead. Technical services (ts) suspected possible contact spring anomaly. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that this ICD was explanted and successfully replaced along with the non boston scientific rv lead. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an abrupt change in the pacing and shock impedance measurements. There were high out of range shock and pacing impedance measurements on the right ventricular (rv) lead. This rv lead was a non-boston scientific lead. Technical services (ts) suspected possible contact spring anomaly. No adverse patient effects were reported. Additional information indicated that this ICD was explanted and successfully replaced along with the non-boston scientific rv lead. No additional adverse patient effects were reported. This device has not been returned to boston scientific.